Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse observed that the motor was not operating properly to allow the diluent syringe unit to home. The fse replace the motor assembly due to broken coupler. This returned the instrument to normal operation. The most probable cause of the reported event was due to a defective motor.

Event description:
On (B)(6) 2015, a customer reported errors 4014, 4020 and 5022 with their aia-360 analyzer. The customer tried rebooting the analyzer and running daily maintenance but the errors persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol and luteinizing hormone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.